Event description:
Badge reading is too high. Customer states, "november 07 alara reports, in 2007, one badge reading exceeded alara level 2 on a staff member. All others ok. Hospital investigation shows the staff member's badge did not leave the hospital. Lf fse has checked the calibration and confirmed that it was within specifications. Customer feels that they have had a lot of turn around with staff and all need an inservice on the most proper and safe way to use the system. "When asked how much the badge reading exceeded the alara level 2, the customer could not recall and was unwilling to retrieve the information."

Manufacturer narrative:
Fse checked the maximum dosage per the sedecal service manual, maintenance section page 10 step 2. 7. 3. And found the dose to be at 9.2 r/min. Fse verified image quality, found all parameters within normal specification limits. Returned unit to service by the customer.